Event description:
Central sterile removed the rechargeable battery from the charger because the charger was reading fully charged. When the or staff placed the battery on the drill the battery wasn't charged. Central sterile stated this has happened a couple of times with different batteries of the same type. Central provided as a sample the newest battery as a sample.